Event description:
It was reported that stent damage occurred. Vascular access was located in the femoral artery. The 85% stenosed, 26x25mm, concentric, de novo target lesion containing a lesion bend of between >45 and <90 degrees was located in the non tortuous and moderately calcified left circumflex and right coronary artery. Predilation was performed with a 2.5x20mm maverick balloon catheter at 10 atmospheres which resulted to 50% residual stenosis. A 32 x 2.50mm taxus¿ liberté¿ drug eluting stent was advanced to treat the lesion but failed to cross the proximal segment of the lesion. After the stent was withdrawn, visual examination of the stent showed malformation of the stent struts. The procedure was completed with another of the same device. The patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. Several of the stent struts at the proximal end of the stent were raised off the balloon material and were bent distally towards the tip section of the device. This damage is consistent with the stent meeting a resistance or an obstruction during the withdrawal of the device. The balloon was visually and microscopically examined and no issues were noted with its profile. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was located in the femoral artery. The 85% stenosed, 26x25mm, concentric, de novo target lesion containing a lesion bend of between >45 and <90 degrees was located in the non tortuous and moderately calcified left circumflex and right coronary artery. Predilation was performed with a 2.5x20mm maverick balloon catheter at 10 atmospheres which resulted to 50% residual stenosis. A 32 x 2.50mm taxus liberte drug eluting stent was advanced to treat the lesion but failed to cross the proximal segment of the lesion. After the stent was withdrawn, visual examination of the stent showed malformation of the stent struts. The procedure was completed with another of the same device. The patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).